Manufacturer narrative:
This device is expected to be returned back to boston scientific for analysis. This report will be updated once analysis is complete.

Event description:
Boston scientific received information that this pacemaker and right ventricular lead triggered a lead safety switch reset to unipolar mode. Review of the system noted many ventricular tachycardia events with oversensing of noise which led to pacing inhibition with greater than two seconds of asystole. The patient was pacemaker dependent but was not symptomatic. Surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.